Event description:
It was reported that during the implant attempt, the physician removed the right ventricular (rv) lead after multiple placement attempts, and noticed that there was a long piece of cardiac tissue attached to the helix. The tissue was removed, and the physician attempted to exercise the helix once more; however, the physician did not feel that the helix extended or retracted appropriately. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the exposed svc (superior vena cava) defibrillation coil. (B)(4).